Event description:
During surgery, the surgeon was unable to get the locking ring on. The surgeon then tried using a different liner but had bent the tabs during insertion. A third liner was used and the ring would also not engage. Surgeon was able to complete the case with the forth liner. This had delayed the surgery approximately 2 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A review of device history records found no related deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.